Event description:
Letter from attorney states that pt "had a terrible experience while at her doctor's office and the unit still is not working properly." No further info is available pending litigation.